Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. Additional observation(s): the instrument was found to have one indentations/burrs at the tip of the grip tips. The grips were not bent, and no damage was found at the distal end. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c, isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.